Event description:
It was reported that insulin gauge displayed amount different than expected from what customer anticipated. There was no reported impact to the customer¿s blood glucose level. Customer planned to follow up later, and no additional information was received regarding outcome of event or any corrective actions taken.